Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual increase in pacing impedance measurements. In march of 2019, the impedance measurement was at 810 ohms and in august of 2020 the pacing impedance measurement was at 1900 ohms. By november 2020, a lead safety switch alert was triggered and the impedance measurement was measuring at 2065 ohms. An x-ray was performed and there was no indication of a lead fracture. The patient is dependent. Boston scientific technical services reviewed the logbook and noise was noted along with oversensing noise due to unipolar sensing. Boston scientific technical services discussed programming options with healthcare professional. The device was reprogrammed and the patient was enrolled in latitude home monitoring system. No adverse patient effects were reported. This device remains in service.